Manufacturer narrative:
(B)(4) serial# (B)(4) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID a810, product type software. Product ID 8840, product type programmer, physician. Information references the main component of the system. Other relevant device(s) are: product ID: 8840, health professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 3000mcg/ml at 499.9mcg/day, bupivacaine 20mg/ml at 1.79mg/day and dilaudid 40mg/ml at 3.597mg/day via an implantable pump. The indications for use were stenosis and spinal pain. The healthcare provider reported that that the pump was filled yesterday and now the pump "is shut off." Per the healthcare provider they had been using both the tablet and old programmer to make sure the update went through. They had changed the patient¿s medication but the patient started going through withdrawal symptoms. The healthcare provider stated they believe when using the second "old" device they "erased" the bridge bolus. The doctor had to reprogram the pump today with the fentanyl at a lower dose. No further complications were reported.

Manufacturer narrative:
Product ID a810, product type: software. Product ID 8870, lot#, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.